Event description:
A surgeon reported that following implantation of an intraocular lens (iol). A pt had worsening of visual acuity compared with the immediate post of results. The iol is in the bag, centered and the capsule is crystal clear. He stated there is a dissassociation between the refraction and the keratometry. The association between this event and the iol is not known. Additional info has been requested.